Manufacturer narrative:
Correction: section b.1, b.2, & h.1. Additional information: sections h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly continued to experience dizziness. The recipient resumed device use with a softer program and reported less tinnitus; however, the recipient does not have any sound perception. The recipient is exploring an idiopathic intracranial hypertension work up with neurology. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues. The recipient reportedly experienced tinnitus, facial nerve stimulation (fns) and dizziness with device use. Programming adjustments were made, and the fns resolved, however, the other issues did not resolve. The recipient was advised to cease device use for 10 days.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. The recipient reportedly has deep ear pain with and without device use. External equipment was exchanged, however, the issue did not resolve. The recipient is no longer exploring an idiopathic intracranial hypertension work-up but pursuing botox for vestibular migraines. Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information sections: h.6. The recipient's migraines are reportedly not device related. The recipient's device was reportedly explanted due to no perceived sound perception. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, h.6. The recipient's device was explanted. The recipient is recovering. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.